Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference mf report: 1627487-2017-00678. It was reported the patient was not receiving effective stimulation therapy coverage from her scs system. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference mf report: 1627487-2017-00679. Follow up identified the patient underwent a revision of the scs leads on (B)(6) 2017. The lead was reportedly moved to capture stimulation therapy coverage on the left side. Additional follow up identified effective stimulation therapy coverage has been restored.